Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076mri implantable pacing lead, (B)(6) 2013; a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room with complaint of chest pain. Interrogation showed no capture on right ventricular lead at maximum output. X-ray and computerized tomography scan detected a right ventricular perforation. There was also phrenic nerve stimulation and undersensing of the lead. The lead was revised and is still in use. No further patient complications have been reported.